Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 720 mg/dl at the time of the incident. The customer was given intravenous insulin and fluids to treat. The customer experienced symptoms such as shaking, nausea, and difficulty breathing. The customer was wearing the insulin pump during the incident. The caller stated the pump had issues with a blank daily history and absence of any alarms. Troubleshooting was not completed. The insulin pump will be returned for analysis.